Event description:
Physician used an everflex entrust stent with a spider fx embolic protection device during treatment of a fibrous lesion in the patient's distal superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 85% stenosis. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issues identified. Pre-dilation was performed. The device was passed through a previously deployed stent. No resistance was encountered during advancement of the device. The thumbscrew/lock-pin was checked for securement prior to procedure and removed during attempted initial deployment of stent. Deployment issues are reported leading to partial deployment of the device. It is reported the deployment gear inside the proximal handle damaged the guidewire which prohibited deployment of the stent. An attempt was made to remove stent, but when attempting to remove the stent began to deploy. The physician elected to deploy remainder to the stent where it was. Physician had to open up handle and use kelly's to deploy stent. The stent was deployed in an unintended lesion site. Stent placement was not adjusted after initial flowering of stent. The defective stent ended up deployed inside of the previously placed stent and post dilated there for wall apposition. A new entrust everflex stent was navigated through those stents and placed distally to the intended new lesion site. There were no issues noted with the spider fx used during procedure. There were no issues noted with the second everflex entrust deployed. The delivery system was safely removed from patient. There was no vessel damage noted. No further injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis #: the customer returned two images. Both images show an everflex entrust device with the handle opened. There is a kink visible on the inner lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.